Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned sample did not meet specification as received. The visual inspection found a physically damaged monopolar one (1) receptacle. The reported condition was not confirmed. The investigation could not determine a root cause or a probable root cause for the customer's report based on the information provided. The service center reported a physically damaged monopolar 1 receptacle. The receptacle was replaced to address the condition. An eco has been released to address the failure. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit would activate the coagulation when the grounding pad was attached. The unit was doing this as the patient was being moved into or room and unit was replaced before use. No patient involved.